Event description:
The device was applied during a laparoscopic cholecystectomy procedure. The instrument ejected clips prematurely. The suregon used another instrument to complete the procedure. No pt injury was reported.